Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited macroscopic breaking of the branches¿ articulation (the black cable was visible outside of the branches). No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment missing, broken off, detached from a portion of the instrument that enters the patient. The cable was loose. The cable was not fully broken or broken in half. The insulation was not damaged. There was no loss of cautery associated with broken/loose cable with no thermal damage at site of breakage. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Based on additional information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Annex g and section h9 were updated based on the failure analysis findings.

Event description:
Refer to h11 for follow-up information.